Event description:
The hearing aid pt told the hearing aid specialist the wax guard fell off in his ear. His doctor removed it. The hearing aid specialist examined the pt's ear. He saw no redness, swelling or drainage. He sent the pt's hearing aid to the factory for repair.